Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that normal saline was infusing .the user went to administer an IV push medication and noticed the male adapter or t connector leaking at the connection site between the two. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of ¿leaking at maxzero and t-connector¿ was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional and pressure testing was performed; fluid flowed successfully and no leaks were observed throughout the set or between the engagement of the maxzero and extension set. The root cause of the customer¿s report of ¿leaking at maxzero and t-connector¿ was not determined because no leaks were found.